Event description:
It was reported by the epilepsy nurse that the patient recently received a battery replacement. After the replacement, the patient had their device checked and after the second and third interrogation eos was seen. The patient was sent for x-rays and all appeared to look fine. The patient's device was checked again after at a later time and battery was then at 50%. It was stated that impedance was okay as well. No known surgical intervention in relation to this event has been reported to date. No additional relevant information has been received to date.